Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during lead testing the right ventricular (rv) lead's screw required a high number of attempts to advance. After initial retraction, the screw would not advance or retract despite multiple attempts. The lead tip turned, but the screw appeared to be stuck. The lead was never placed in the body and another lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).